Event description:
Beckman access2 unexpectedly gave an erroneous result on ckmb, trop and bnp. Performance maintenance was done on the analyzer the night before. Qc was within acceptable range. Early morning ran was fine but as the day progress, the analyzer started reporting erroneous result. Sample was retested on back up analyzer. Result obtained was normal. Results corrected and notified provider. MFR was informed. Engineer came in to troubleshoot problem analyzer. Analyzer has been running smoothly since the engineer visit. Laboratory will continue to monitor analyzer.